Manufacturer narrative:
Additional information in h6 and h10. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Unique identifier (UDI), lot number, catalog number, operator of device and protocol # are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a no disposable alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: b5: additional information received on 26-oct-2022 via email and attached to complaint object:?patient details updated below. The reported product fault while in use with the patient. The product issue did not contribute to patient or clinical injury. The actual cassette is available for investigation. The cassette was not replaced at the time of this report; however, the patient had additional cassettes and was able to successfully continue their infusion which is life sustaining. The event has been resolved. Th report was provided by the patient/caregiver. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H6: event problem and evaluation codes: updated.